Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and the customer reported a possible over-delivery anomaly. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucagon, ems/ambulance/ER visit. The event involved product(s) mmt-1810. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported low bg event. No further patient complications were reported. Mmt-1810 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Customer returned pump for an alleged possible over delivery anomaly and visit to emergency room for low bgs found on (B)(6)2024. On (B)(4)., svn#: (B)(4)., - customer returned pump for an alleged e/a alarm found on (B)(6)2024. On (B)(4)., svn#:(B)(4).,- customer returned pump for an alleged possible over delivery anomaly and low bgs found on (B)(6)2024. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. The pump was monitored and no unexpected e/a alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 18-jul-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6)2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6)2024 00:00:00.000. Dailytotalofallinsulindelivered: 113250 (11.325 u). Dailytotalofbasalinsulindelivered: 85250 (8.525 u). Dailytotalofbolusinsulindelivered: 28000 (2.8 u) there is no unexpected e/a alarm recorded in the formatted history file on the event date of (B)(6)2024. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 18-jul-2024 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 00:21:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 00:21:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 00:34:07.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 00:35:12.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 11:20:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 11:23:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 11:24:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 13:01:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 13:17:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 13:22:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 13:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 14:29:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 14:30:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 17:20:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/15/2024 18:25:08.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 21:39:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 21:45:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 21:54:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 22:46:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 22:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 22:56:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 23:30:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 23:36:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 00:26:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. In further full review of the pump history/traces on the ss event date of 06-jun-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 06-jun-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered: 255500 (25.55 u). Dailytotalofbasalinsulindelivered: 93500 (9.35 u). Dailytotalofbolusinsulindelivered: 162000 (16.2 u). (B)(6) 2024 07:35:19.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 66000 (6.6 u). Bolusamountdelivered: 66000 (6.6 u). (B)(6) 2024 13:30:29.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 40000 (4 u). Bolusamountdelivered: 40000 (4 u). (B)(6) 2024 19:51:09.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 40000 (4 u). Bolusamountdelivered: 40000 (4 u). (B)(6) 2024 20:21:43.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 8000 (0.8 u). Bolusamountdelivered: 8000 (0.8 u). (B)(6) 2024 23:22:49.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 8000 (0.8 u). Bolusamountdelivered: 8000 (0.8 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date 06-jun-2024 in the formatted history file. Insert battery alarm was found on: (B)(6) 2024 07:06:37.000. Replace battery alert was found on: (B)(6) 2024 06:58:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 8:37:58 am. There was no power data available for the event date of 06-jun-2024. Unable to check power data for replace battery alert. No unexpected replace battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.73 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly and e/a alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. The pump was monitored and no unexpected e/a alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 18-jul-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 18-jul-2024 listed on smartsolve. Dailytotalcollectionstarttime: 07/18/2024 00:00:00.000. Dailytotalofallinsulindelivered: 113250 (11.325 u). Dailytotalofbasalinsulindelivered: 85250 (8.525 u). Dailytotalofbolusinsulindelivered: 28000 (2.8 u). There is no unexpected e/a alarm recorded in the formatted history file on the event date of 18-jul-2024. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 18-jul-2024 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: 07/15/2024 00:21:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/15/2024 00:21:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/15/2024 00:34:07.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/15/2024 00:35:12.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/15/2024 11:20:25.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/15/2024 11:23:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/15/2024 11:24:06.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/15/2024 13:01:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/15/2024 13:17:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/15/2024 13:22:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/15/2024 13:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/15/2024 14:29:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/15/2024 14:30:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/15/2024 17:20:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/15/2024 18:25:08.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 07/15/2024 21:39:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/15/2024 21:45:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/15/2024 21:54:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/15/2024 22:46:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/15/2024 22:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/15/2024 22:56:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/15/2024 23:30:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/15/2024 23:36:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 07/16/2024 00:26:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. In further full review of the pump history/traces on the ss event date of 06-jun-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the ss event date of 06-jun-2024 listed on smartsolve. Dailytotalcollectionstarttime: 06/06/2024 00:00:00.000. Dailytotalofallinsulindelivered: 255500 (25.55 u). Dailytotalofbasalinsulindelivered: 93500 (9.35 u). Dailytotalofbolusinsulindelivered: 162000 (16.2 u). 06/06/2024 07:35:19.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 66000 (6.6 u), bolusamountdelivered: 66000 (6.6 u). 06/06/2024 13:30:29.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 40000 (4 u), bolusamountdelivered: 40000 (4 u). 06/06/2024 19:51:09.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 40000 (4 u), bolusamountdelivered: 40000 (4 u). 06/06/2024 20:21:43.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 8000 (0.8 u), bolusamountdelivered: 8000 (0.8 u). 06/06/2024 23:22:49.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 8000 (0.8 u), bolusamountdelivered: 8000 (0.8 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date 06-jun-2024 in the formatted history file.  Insert battery alarm was found on: 06/06/2024 07:06:37.000. Replace battery alert was found on: 06/06/2024 06:58:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 13-aug-2024 at 8:37:58 am. There was no power data available for the event date of 06-jun-2024. Unable to check power data for replace battery alert. No unexpected replace battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.73 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly and e/a alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose. Customer went to the emergency room on (B)(6) 2024 for a low of 50mg/dl. Customer was given glucagon for the low. Customer alleged over delivery because they had a low after boluses which were not overestimated. Troubleshooting was done. It was unknown if auto mode was used. Customer will not continue to use the pump. Pump is returning for analysis.